Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial hip arthroplasty on an unknown date. Subsequently, patient underwent revision surgery due to loosening. The head and cup were revised.

Manufacturer narrative:
Concomitant medical products: 157454 m2a-magnum mod hd sz 54mm 343610, 139266 m2a-magnum 52-60mm tpr insrt-3 628120, 103207 taperloc por fmrl 13.5x147 533750. Complaint sample was evaluated and the reported event was not confirmed.visual inspection showed nicks and scratches on the cup inside surface which is likely due to the metal on metal articulation, implanting and explanting of the device. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.